Event description:
Additional information provided by the customer: the physician was not able to pass the scope beyond the pylorus after three different attempts to cannulate the duodenum. The physician noticed that the scope tip (cap) was missing when withdrawing the scope from the patient. The cap could not be found when they inspected the patient with a gastroscope. The cap was later located when the patient coughed up the cap in the recovery area.

Manufacturer narrative:
This report is being updated to provide investigation results and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: precautions: if the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Attaching accessories to the endoscope: attaching the single use distal cover: 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Conclusions: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) the distal cover fell off between the patient¿s mouth to stomach: the distal cover was improperly attached, or there was cracks and pinholes at the cover. ·stress was added to the distal cover when the subject device tried to get through the pylorus, which made the cover easy to be detached. ·stress was added to the distal cover from contact with the bite block, when the subject device was withdrawn. 2) distal cover temporally remained in the patient body ( was not retrieved during procedure-patient later coughed it up in recovery room): possible causes are insufficient search of the distal cover, the fallen cover was hidden in blind area, or the like. 3) ercp procedure was postponed: the procedure was likely abandoned/postponed since the subject device could not get through the patient pylorus after three attempts. The cause of the device not going through the patient pylorus cannot be specified.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii duodenovideoscope, the disposable cap came off during the procedure inside the patient. The physician stated that it was possible that the tip came into contact with the bite block causing it to dislodge. There was no impact to the patient as a result of this occurrence.